Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead had varying thresholds. A new lead was added for pacing and sensing, and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the lead had varying thresholds, high impedance and a fracture on both the pace/sense portion and the high volt coil. The high volt coil also had high impedance. A new lead was added for pacing and sensing. Both portions of the lead were capped. Also, during implant attempt the atrial lead sheath became kinked due to tight access. The lead attempt was abandoned as the physician chose to implant a single chamber device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model.